Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the system 98 intra-aortic balloon pump (iabp) blood detected inside the iabp. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation), investigation findings, investigation conclusions), h11. A getinge fse was dispatched to evaluate the unit. The fse confirmed the presence of blood. Replacement of crm, safety disk, purge valve k3-k5, tubing blood detector, internal cleaning of device. Agnostic and functional tests performed. Repair completed. Functional tests performed with positive results. The fse states that the failure did not cause damage/inconvenience to operators/patients or delays in procedures.

Event description:
N/a.